Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the ipg (model 154awg) is in process; the results will be forwarded when available. Evaluation summary: no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Proximal segment returned and analyzed. No anomalies found.

Event description:
It was reported the patient died with cause of death sepsis, multiple organ failure, probable cytomegalovirus pneumonitis with secondary bacterial infection, and complications of multiple myeloma. There is no indication this death was device related.

Event description:
It was reported the patient died with cause of death sepsis, multiple organ failure, probable cytomegalovirus pneumonitis with secondary bacterial infection, and complications of multiple myeloma. There is no indication this death was device related.